Event description:
It was reported via legal documentation that a patient underwent an initial left knee arthroplasty approximately three and half (3.5) years ago. Subsequently, the patient experiences pain due to prosthesis wear. No medical or surgical intervention was reported. No medical or clinical information was provided. No product information was provided. It is unknown is a revision procedure is planned or scheduled. No additional information is available.